Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited low out-of-range pacing impedance. During an in-clinic device check, the rv lead exhibited potential lead noise when isometrics test was performed. No changes or intervention were reported. There were no patient consequences.